Event description:
It was reported that the product was pre-tested prior to use. After inserting the catheter, the balloon would not inflate. As a result, the catheter was exchanged.

Manufacturer narrative:
The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable. Evaluation: one thermodilution catheter was returned for evaluation. A 1.10cc syringe from inventory was attached to the balloon extension line and 1.0cc of air was injected into the inflation lumen. The balloon inflated within the three second specification; however, the balloon deflated quickly. The balloon was submerged in water and 1.0cc of air was once more injected into the inflation lumen. The balloon deflated quickly; however, no bubbles emerged from the balloon. Therefore, the entire catheter was submerged in water and 1.0cc of air was injected into the inflation lumen. Bubbles emerged steadily from the distal extension line which is indicative of a crossover between the distal and inflation lumens. The syringe was attached to the distal lumen, the opening at the distal end of the lumen was manually occluded, and 1.0cc of air was injected into the lumen; bubbles emerged steadily out of the stopcock at the proximal end of the distal extension line. The syringe was also attached to the proximal extension line and 1.0cc of air was injected into the lumen; the syringe plunger bounced back indicating an occlusion of the lumen. A 0.021" spring wire guide (swg) was inserted into the proximal lumen through the proximal extension line; the swg met resistance approximately 49.8cm from the distal end of the molded juncture box. Since a crossover was found, the molded juncture box was sectioned. A void was found within the juncture box; however, the specific location of the crossover was not located. The catheter was also sectioned 49.8 cm from the distal end of the molded juncture box in order to determine the cause of the occlusion found in the proximal lumen. Using 4x magnification, a dark red foreign substance was within the lumen. This substance is not found during any of the manufacturing, quality inspection or packaging phases. A review of the catheter device history records was performed; nothing was found that would explain this defect. Product complaint data showed no similar complaints for lot mf8050676. Nonconformance data showed no increase in this defect from early 2007 through 2008. Inventory in the qad database showed no additional catheters from lot mf8050676. Testing of returned catheter revealed a crossover between distal and inflation lumens and was attributed to a manufacturing related cause. A non-conformance has been initiated to address this issue.